Event description:
A nurse reported intermittent issues in which they are having to increase the laser power settings to greater than 500 when using probes from a different manufacturer. This was noticed during an endolaser procedure. The procedure was completed with no impact to the patient. This is the third of three reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).